Event description:
The patient's system was explanted due to infection.

Manufacturer narrative:
The explanted ipg and leads were discarded by the medical facility. A review of the sterilization records for the explanted equipment was completed and no anomalies were noted. The patient's infection has reportedly cleared. This is the final report.